Event description:
A 6x10 endura patch was implanted in a pt with chiary syndrome. Postoperatively, they developed a fever, steroid therapy was administered, and they responded well. After a week, the steroid therapy was discontinued, and the symptoms returned. The surgeon decided to remove the patch. Since the fever was of unk origin, the pt is now doing well. The neurosurgeon was not able to determine if there was a correlation between the patch and the fever.